Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch # jdj353.

Event description:
It was reported that the patient underwent a mitral valvuloplasty procedure on (B)(6) 2015 and suture was used. During the procedure, after eight passes the needle-suture was held with mosquito forceps and when the surgeon cut the suture and passed the needle to the nurse, the needle was missing. The missing needle could not be found outside the patient. X-ray was performed and chest incision was closed because the needle could not be found. After the surgery, CT was performed and something like a needle was confirmed in the patient's heart. The chest was re-opened and visually checked inside of the heart. The needle was found in the left atrium and removed.

Manufacturer narrative:
The actual sample was returned for evaluation. Visual examination revealed that there are no swaging anomalies on detached needle and detached suture was not received. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The representative sample was returned and evaluated. The sample was functionally examined and met all requirements. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number jdj353, MFR. Date 04/22/2015, exp. Date 07/31/2019. In addition, a review of the batch manufacturing records for the possible batch number jdj353 was conducted and the batch met all finished goods release criteria.